Event description:
The complainant reported a low pump flow issue involving an impella 5.0 pump. During patient support, it was presumed that the cause of suction was a decrease in right heart function and a lack of left ventricular filling. Since it was necessary to reintroduce venoarterial extracorporeal membrane oxygenation (va ECMO) in order to recover from this condition, ic was given to the patient's family. Additional information noted care was withdrawn and the patient expired. The attending physician commented that the cause of death was ischemic heart failure due to myocardial infarction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. The product and event logs were not returned for review. Based on clinical description, the root cause of low flow was most likely patient condition related as the physician confirmed the cause of the issue was due to failure of the right heart function and a lack of left ventricular filling. This report is being filed as part of a retrospective review of historical records.